Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip break was not confirmed; however, it is possible the account was referring to the observed outer member break and/or stretched inner/outer member. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported break could not be determined. Factors contributing to a break include, but are not limited to, interaction with the anatomy, interaction with accessory devices or inadvertent mishandling during unpackaging, sheath/stylet removal or during preparation of the device. Stretched material may be attributed to several factors including, but not limited to, forced sheath removal, inadvertent mishandling during unpackaging or preparation of the device or use of force while removing the device. In this case, it is possible that inadvertent mishandling during sheath/stylet removal may have contributed to the observed stretched inner/outer member, ultimately causing the observed outer member break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6:correction medical device problem code 2923 was removed.

Event description:
Subsequent to the initially filed report it was stated it seems the outer member was not extruded to the entire length of the catheter. The stent is on the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that upon opening the 3.0x15 mm xience skypoint stent delivery system (sds), the device was noted to be defective. The distal tip was floppy, had no support and the distal portion of the stent was not on the shaft of the device. The device was not used and there was no patient involvement. Another xience sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.